Manufacturer narrative:
Additional information was added to h11: h11: visual inspection of photo indicated the tubing was cut. The cause could not be determined; however, potential cause may be due to the packaging machine during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H4: the lot was manufactured between 06/19/2025 to 06/20/2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed that the tubing was cut by the blades of machine tiromat. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set had a cut/slice resulting in leak. This was noticed prior to patient use. There was no patient involvement. No additional information is available.